Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed there was blood and water present in the saw. The user reported the fluids were unable to be removed from the saw. As a result, an alternate device was employed for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to a pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.